Event description:
It was reported that the procedure was to treat the 90% stenosed, heavily calcified, heavily tortuous proximal circumflex coronary artery. The 2.50x38 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. There was also resistance with the anatomy during independent removal. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.